Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported low audibility with the left implant. Reportedly, when pressure was applied to the left side (on the teeth), audibility improved. No trauma or accident was reported. The recipient was re-implanted on (B)(6), 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Recipient reported low audibility with left side implant. Reportedly, when pressure was applied to left side (on the teeth) audibility improved. No trauma or accident was reported. Reimplantation is not yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports low audibility with left side implant. No trauma or accident is reported.